Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that chest x-ray revealed the right ventricular lead exhibited externalized conductors. The patient was asymptomatic and no intervention was performed. The lead remained implanted and would continued to be monitored.